Event description:
It was reported during a procedure to stent the sfa, the doctor crossed the lesion, removed the red safety clip, clicked the deployment system, and the stent would not come out. He tried to use the slide back method and the stent would still not unsheath. The sample was discarded by the facility and there are no films available.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was not returned for evaluation as it was discarded by the user facility. The results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The info for use states that the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.